Manufacturer narrative:
Initial reporter facility name: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. A 2.0mm x 30mm x 143cm fg coyote nc balloon catheter was advanced for dilatation. However, during first inflation at nominal pressure for 30 seconds, the balloon ruptured. The device was removed and completed the procedure with a different device. There were no patient complications reported. Patient was in good condition after the procedure.